Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 at 7pm with blood glucose of 600 mg/dl. Customer¿s current blood glucose is 163 mg/dl. The customer was treated with manual injection and insulin. Customer reported they have contacted their healthcare professional regarding the high blood glucose. The customer was not wearing the insulin pump during the hospitalization. Customer was off the device prior to hospitalization for less than 48 hours. Customer declined to continue troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.